Event description:
It was reported that t:slim x2 pump battery would not charge and customer received low power alerts, although pump did not shut down and remained able to turn on. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of tandem charging cable, wall adapter, and working outlet, and after leaving pump connected for at least 30 minutes, pump began charging, so no changes to charging supplies were needed and no further assistance was required.